Event description:
It was reported that the right ventricular (rv) lead exhibited high short interval counts (sic), and a possible fracture. Also, non sustained ventricular tachycardia (vt) was noted. The rv lead was inactivated, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, 453 of 1504 lifetime ventricular sic are recorded beginning (B)(6) 2014. There are 32 non sustained events of less than 220 millisecond interventricular (v-v) cycle recorded between (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).